Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. The up and down arrow keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under the up and down arrow key contacts.

Event description:
It was reported that the up and down arrow buttons were increasingly unresponsive to presses. It was reported that the pump is not exposed to water and the keypad is not damaged.